Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. The hard cannula was observed to be dislodged from the slide retract. Inspection of the slide retract revealed none of the marks indicative of the proper installation of the hard cannula, indicating the hard cannula was not installed properly on the slide retract of this device. The incorrect installation of the hard cannula resulted in the needle's failure to retract. No damages were observed to the formed needle. The incorrect installation of the hard cannula can be attributed to the reported pain.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract after wearing the pod between 1 and 4 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 15 mmol/l (270 mg/dl) and experienced pain at the site.